Event description:
The customer reported, there was an artifact on the image and the image was blurred.

Manufacturer narrative:
(B) (4). The ge service rep changed the ccd camera. The system operates as intended.